Manufacturer narrative:
(B)(4). Concomitant medical product: 00770303000 z.s.g.m. Cutter 3:1 ratio caution: sharp 60378606 (B)(4). The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher needing an adjustment and that it seems to have a deviation. The customer returned a zimmer skin graft mesher serial number (B)(4) as well a 3:1cutter serial number (B)(4) and two other cutters serial numbers (B)(4). Evaluation of the device on 18 september 2019 noted that the device was out of calibration on the left side. The three cutters were reviewed and found that the cutters did not produce proper cuts and were defective. Repair of the mesher occurred on 10 october 2019 and involved replacing the bearings and spring. The technician then recalibrated the device and verified that it was functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician does confirm that the mesher was out of calibration and that the cutters returned with it were unable to make a proper cut, it cannot be determined from the information provided as to what caused these failures with the device. As such, a specific cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the product needs an adjustment. It seems that it has a deviation. When checking the material, it does not work properly, and it gets stuck. There was no patient involvement. Investigation identified that the device did not produce a passing cut. No adverse events have been reported as a result of this malfunction.